Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer ((B)(6)) reported two false positive results for individual. Individual tested with cue covid-19 test for home and over the counter (otc) use and received a positive result on (B)(6) 2022 (cartridge sn (B)(4), lot#21637f, reader# (B)(4)). Individual retested twice with cue reader (B)(4) on the same day and received one negative result and one positive result (cartridge sn (B)(4), lot # 21637f). Individual also took two (2) pcr tests, 24 hours apart, and received negative results.